Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line was removed at the infusion center due to fracture at the 4cm mark. Lined placed on (B)(6)2025. It was documented that 1cm out with 42cm inserted however line is 44cm which would correspond to having 2cm out for securacath. Patient self administered antibiotics which were completed two weeks ago and had been flushing daily with no reported problems. Infusion staff stated with dressing changed last week some amount of blood on biopatch. Today they were able to get blood return but was leaking at site with flushing so line removed.